Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not recognize a filled cartridge and dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history shows no evidence of a ¿load step malfunction.¿ one ¿no cartridge detected¿ warning was observed on the reported date as a result of a load attempt after an ¿empty cartridge¿ warning without rewinding. During testing the pump powered on and was primed successfully; no ¿load step malfunction¿ was duplicated. The force sensor calibration was found to be within specifications. The pump was opened and no defect was found.